Event description:
Per the audiologist, in 2008, the patient suddenly had no response to sound. Exchanging the external equipment did not solve the problem. Results of an integrity test done on the following month were consistent with normal receiver/stimulator function. An x-ray confirmed that the internal magnet had moved out of the pocket. Revision surgery was done on the next day. No further information has been made available.

Manufacturer narrative:
This type of event is addressed in the device labeling.